Manufacturer narrative:
Device evaluation: the visi-pro catheter was returned. The visi-pro was inspected and noted the stent was not loaded onto the balloon segment. The balloon did not show indication of inflation. The stent was returned, but was detached from the catheter. The balloon segment was inspected under microscope and identified crimp marks from where the stent was previously loaded. The stent was inspected under microscope. One end showed no damage or anomalies; however the other end did show one of the tantalum markers of the stent pushed in towards the middle of the stent. The struts showed signs of bending; however no fracturing of the stent was noted. Stent dislodgement was noted. The bent struts at one end of the stent indicate resistance may have been encountered.

Event description:
Physician intended to use a visi pro with a 6fr. Sheath and .035 guidewire for the treatment of a 10mm moderately tortuous, slightly calcified plaque lesion in proximal location in the renal artery of diameter 6mm which exhibited 70% stenosis. Embolic protection was not used. Device was prepped as per IFU without issue. Lesion was not pre-dilated. Resistance was encountered when advancing the device. Device did not pass through a previously deployed stent. The stent dislodged during delivery to the lesion. The dislodged stent was successfully removed as the stent only partially came off the balloon so it was able to be removed by removing the guide catheter that it was being delivered through. The procedure was successfully completed by up sizing the introducer and guide and using same size stent. No patient injury reported.